Manufacturer narrative:
As of the date of this report, there is limited information received regarding this event. The patients information (age, weight, dob, and race/ethnicity) was not received and it is unknown if the device will be returned for an evaluation. The date of event was not provided. There have been multiple attempts to follow-up with the reporter; however, to date, we have been unsuccessful. Should any additional information be received or device returned, an evaluation of the device will be conducted and a supplemental report will be filed.

Event description:
It was reported that the patient experienced an allergic reaction after wearing a comfort splint mouthguard. The patient experienced a burning sensation around the soft tissue and tongue. The appliance has not been worn since this happened, the device was received in (B)(6) 2013.

Manufacturer narrative:
Despite multiple attempts to obtain additional information and nightguard for evaluation, information and nightguard were not provided by the office. The material lot information was not available for a review. Even though reported nightguard was not available for evaluation, tests were performed on a similar device. A series of biocompatibility tests were performed on a similar device. It was found that the device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no issue found with the test article. Without the reported nightguard, physical structure testing could not be performed. If the nightguard would be returned in the future, evaluation of the nightguard would be conducted accordingly. This incident is being monitored, tracked, and trended.